Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the attachment device was not working properly. It was reported that the event occurred during use on a patient. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A visual and functional assessment was performed on the device which found that it failed the cutter engagement assessment and would not lock onto the motor. It was further observed that the nose tube was flared out. It was observed that the bearings were worn out and broken, creating a situation where the cutter device was not able to be inserted. That was because the bearings were no longer in axial alignment and not allowing the cutter to pass through. It was determined that the failure was caused by worn out bearings. It was further determined that there was also foreign residue inside the device. It was determined that the issue with the flared out nose tube was consistent with excessive force during use. It was determined that the issue with the device not locking onto the motor was consistent with foreign residue inside the device preventing the lock release sleeve from moving freely on the angled barrel. It was further determined that the issue with the foreign residue inside the device was consistent with improper cleaning. It was determined that the issue with the worn out bearings was consistent with normal wear over time. The assignable root causes were determined to be due to user error (foreign residue inside the device and flared out nose tube) and worn out bearings (cannot insert cutter) from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.